Manufacturer narrative:
Evaluation of the returned lantern confirmed the reported proximal shaft facture and distal end ovalization. If the device is advanced against resistance, damage such as ovalizations may occur. The ovalization may contribute to additional resistance during manipulation within the parent catheter. If the device is retracted against resistance, damage such as a fracture may occur. Based on the reported complaint, the root cause of the initial resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern) and a guiding catheter. During the procedure, while advancing the lantern approximately fifty to sixty centimeters into the guiding catheter, the physician experienced resistance. Therefore, the lantern was removed. On the back table, the physician found that the proximal end of the lantern was fractured, and the distal end was ovalized. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.